Event description:
Reporter alleged she had been obtaining higher blood glucose readings on her advantage sys, so she went to the doctor as a result to have glucose tested. Reporter stated her sys read 227 mg/dl compared to the doctor's measurement of 109 mg/dl when testing was performed at the same time. No actions or treatment reported. A request was made for the return of the suspect device and replacement prod was sent.